Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer's blood glucose level was 600mg/dl. The customer treated the highs with bolus and manual injections. Troubleshoot was conducted. The customer was advised of possible occlusion. The customer was advised to conduct full set and reservoir change. The pump was test and did not alarm. The customer was advised to monitor the device and call back if issues persist.